Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Event date unknown. Procedure performed: unk. Event description: grasper was being used to grasp bowel during an unknown bowel procedure. Surgeon experience that the latis pads were being traumatic and "tearing the bowel tissue" when grasping. Believes this is partly due to the graspers focal point being on the latis pads and creating a build up of point pressure. The surgeon didn't expand on the patient's status during or post-op but didn't seem to be that big of a concern as he didn't mention significant patient injury. Event occurred a long time ago and this [complaint] has been requested based off [feedback]. Additional information provided by [applied representative] on 10jun2026 via teams: I spoke to [territory manager] and got him to complete a product complaint, to be honest he didn't have much additional information because it was a very brief conversation where [tm] asked him to try our graspers and the surgeon explained he tried them in the past and he is happy with his current grasper because a few years ago when he was using our device it tore bowel tissue, [tm] confirmed that the surgeon definitely said that it did tear tissue, but he said the conversation was then focused around the feedback the surgeon had and if we could implement that feedback then the surgeon would be happy to try the device again. Intervention: he did not mention the details. Patient status: "bowel tear" from grasper but the surgeon didn't mention anything significant regarding the patient's recovery status.